Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the message indicating the system wasn't connected and replaced the common computer controller (ccc) board on the tower to resolve the issue. The site indicated this happened after a power surge event where the generator in the hospital kicked in, which is consistent with the ccc board becoming unresponsive. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc board was analyzed and found to be unresponsive and unable to function (bricked). The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the robot was not connecting to the system, displaying a message indicating it was not connected. The staff attempted two hard power cycles of the system and ensured the fiber cables were fully seated, but the issue persisted. The reporter moved the fiber cables to new ports without any change. The robot was powered up in standalone mode successfully, but when the fiber cable was reconnected, the robot did not power up. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a robotic assisted laparoscopic appendectomy. The console surgeon was jorge carmona. The procedure was converted to laparoscopic. The customer was unable to get the robot to connect despite troubleshooting for over 45 minutes. There was a power surge from having to go to back up generators that fried an internal component of the vision tower. Parts were ordered that same night and the robot was fixed the following morning. No additional ports needed to be placed. The patient did not appear to have any change in outcome due to converting to laparoscopic. It did increase the time the patient was asleep by a minimum of 45 minutes. The initial set up was successful. The issue occurred after initial set up but fortunately prior to procedure start. Ports were not placed on the patient.